Event description:
It was reported that doctor was doing a total hip surgery on the patient and a broach handle break. This was a secure fit advanced broach handle.

Manufacturer narrative:
An event regarding a weld failure of a secur-fit advanced broach handle was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirmed the event. The mar concluded that the weld between the handle and the impactor pad of the device was undersized and was the cause of the fracture. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusions: the event was confirmed and the device was determined to be nonconforming. Nc was issued for a weld failure between the handle and the impactor pad. The nc investigation concluded: the materials analysis report revealed that the weld size was well below drawing requirements of 0.12 inches. This indicates that this issue is a supplier's production non-conformance as the welding took place at (B)(4) facility.

Event description:
It was reported that doctor was doing a total hip surgery on the patient and a broach handle break. This was a secur fit advanced broach handle.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown secur fit advanced broach handle. A supplemental report will be submitted upon completion of the investigation.